Manufacturer narrative:
Device manufacture date corrected. The reason for this revision surgery was loosening of device after 2 years, 5 months, 30 days in vivo. The healthcare professional indicated there was a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed there have been 44 prior complaints reported against this part; with 7 of the prior complaints having the same failure mode of device loosening. This is the first complaint against this lot number. This investigation is limited in scope because the explanted products were not returned to djo surgical and a definitive root cause cannot be determined. Several factors unrelated to the implant can play a role in the implant becoming loose; such as loose joint from degenerative tissue and improper implant selection. There was no information reported that evidences a material, design, or manufacturing problem with the product.

Event description:
Revision surgery - due to the patient's humeral component loosening. It was cemented into place in the original surgery, but had since become unstable and loose. The surgeon removed the humeral stem, humeral socket shell and humeral socket insert and revised with new components.